Manufacturer narrative:
The software analysis was unable to determine the probable cause of the reported issue. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: 9735585, serial/lot #: (B)(4). The manufacturer representative went to the site to test the navigation system. The reporter issue was confirmed and the testing point merge on the resin head in the dbs software was completed using a 10 point merge. All point merges were under 1.6 registration error metric. Most being between 0.7 and 1.2. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic receive information regarding a navigation system being used in an electrode and probe placement procedure. It was reported that the when the healthcare professional was storing points on the bone fiducials they would try to adjust the point but after hitting store point again the points location did not update. There was less than an hour delay in the procedure. No impact on patient outcome.